Manufacturer narrative:
The manufacturer previously reported a device was returned to a third party service center for evaluation. And during the evaluation at the third party service center, "service required" codes related to the internal battery were observed in the downloaded event log. The device evaluation was not completed. The device was returned to the manufacturer for evaluation and the service required codes related to the internal battery were observed in the downloaded event log. The detachable battery cable was replaced to address the issue.

Event description:
A device was returned to a third party service center for evaluation. There was no patient harm or injury reported. During the evaluation at the third party service center, "service required" codes related to the internal battery were observed in the downloaded event log. The device evaluation is not complete at the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.